Event description:
A customer contacted beckman coulter inc. (Bec) stating that the icon 20 hcg test (box of twenty five tests) generated a false negative (-) on one (1) patient's urine sample and tested positive (+) on a serum quantitative clinical test. The patient was confirmed to be five (5) weeks pregnant. The patient tested positive on an otc pregnancy test prior to coming to see the physician. The patient's serum sample was quanted and yielded a result of 242 miu/ml. The false results were not reported out of the laboratory. Patient treatment was not impacted as a result of this event.

Manufacturer narrative:
Urine and serum controls and urine calibrators were tested on retain and return devices from lot 162c11 by beckman qc. Control lines were good at the time of testing. A replacement box has to be sent to the customer. Cause of false negative seen by customer is unknown.